Event description:
During a laparoscopic gastric bypass procedure, it was reported that the plcr60b reload failed to deploy staples or to cut tissue when the device was fired. A second plcr60b reload was fired and produced malformed staples. The entire anastomosis was subsequently oversewn, and there were no adverse effects to the patient's health.

Manufacturer narrative:
The first plcr60b reload was examined and was found to be damaged in a way which suggest that it may have been improperly loaded into the i60. Malformed staples were found along the length of the reload. The failure to properly seat the reload in the i60 housing was the cause of the staple malformation. Visual observation showed that the second plcr60b reload was also improperly loaded. This improper loading resulted in the observed staple malformation.